Manufacturer narrative:
Available information indicates the device remains implanted pending a replacement procedure. This report will be updated when additional information is received. The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded, potentially indicative of early battery depletion. Analysis confirmed partial depletion, but the battery was still able to support full device function in the event that therapy would have been needed. The early depletion was caused by electrical leakage of a low voltage capacitor in the presence of excess hydrogen gas within the pulse generator case.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Analysis showed the battery appeared to be depleting more quickly than expected, and device replacement was recommended. No adverse patient effects were reported. The device was later explanted, replaced, and returned for laboratory analysis.

Manufacturer narrative:
Available information indicates the device remains implanted pending a replacement procedure. This report will be updated when additional information is received.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Analysis showed the battery appeared to be depleting more quickly than expected, and device replacement was recommended. No adverse patient effects were reported.